Manufacturer narrative:
G4:14apr2021. B4:14apr2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported he was getting a patient circuit occluded when powering on in normal vent mode and observed a blower source error code. The customer confirmed that the cooling fan was operational. The rse reviewed the suggested repair for the error codes and suggested to replace the blower assembly. Replacement part information was provided to the customer to order a new blower. The fse replaced the blower assembly to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a patient circuit occluded alarm when powered on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. H11: it was the customer's biomed who replaced the blower assembly to resolve the reported issue and not philip's field service engineer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.